Event description:
It was reported to boston scientific corporation in 2009 that a solyx sis system device was used during a mid urethral sling procedure (female patient). According to the complainant, during the procedure, after deployment of the carrier, the physician gave the mesh the slightest tug to see if it was securely in place (did not pull hard). The mesh came out very easily (without the plastic carrier). The physician pulled out some plastic with a very small amount of mesh on it. The procedure was completed with another solyx sis system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. Product unavailable for analysis